Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned to bd for evaluation. The investigation inconclusive for overheating and fracture as no sample was provided. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cruos106 recanalization catheter allegedly experienced over heating and a fracture. This information was received from one source. This malfunction involved a patient with no reported patient injury. The patient was a 68 year old male that weighed 75 kgs.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The sample was not returned. The investigation reported issue was inconclusive for overheating of device and fracture. The definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cruos106 recanalization catheter allegedly experienced over heating and a fracture. This information was received from one source. This malfunction involved a patient with no reported patient injury. The patient was a 68 year old male that weighed 75 kgs.